Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4) follow up report for correction. Following the submission of the initial MDR, it was determined that the reported event does not meet the criteria per the FDA for a reportable serious injury; the needlestick was not treated medically or surgically to prevent permanent impairment. Adverse type was incorrect in the initial MDR, adverse type should be product problem only. Type of reportable event was incorrect in the initial MDR, type of reportable event should be malfunction.

Event description:
No additional information provided.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: conventional syringe - 0.5-10ml. Device failure: cap / shield tight.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials#: 309624 batch#: 9214045 it was reported that the bd syringe 1ml s/t w/ndl 21x1 rb shield was tight resulting in a contaminated needle stick. The following information was provided by the initial reporter: sheath covering needle impossible to remove. Excess forced used to remove cover which led to needle stick through contaminated glove. Item - 309624. Lot - 9214045. Additional information provided: the needle stick happened before use of that syringe. 1ml tb syringe with needle was sterile when needle stick occurred during the removal of the plastic sheath covering the needle. The needle however pierced the glove at the site of blood contamination and into users left index finger. User reported to health center for medical intervention and blood was drawn for a baseline for hep c and hiv.

Manufacturer narrative:
(B)(4) follow up report for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.